Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 21 mg/dl at the time of the incident. The customer was driving at the time of the incident. The customer was given juice to treat. The customer experienced the low as they didn't eat, and the pump kept going off that he was low. Customer states it was his fault. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer also complained of sensor tape not sticking, and that their blood glucose levels are usually between 40-50 mg/dl. Customer treats for the lows with sweet tea. The insulin pump will not be returned for analysis.